Manufacturer narrative:
Since the device is not available for return and the serial number is unknown, no investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. It is possible that the event was caused by patient and procedural factors that precluded adequate repair of the mitral valve with an annuloplasty ring, requiring a full valve replacement. However, since no information on the replacement device is available, and no information on the device was provided, this cannot be ultimately confirmed. The root cause cannot be established at this time. The manufacturer requested additional information on this event and will update the reporting activity should further information be provided.

Event description:
On (B)(6) 2021, a memo 3d was attempted to be implanted, but regurgitation (pvl) was not able to be recovered so the memo 3d was explanted and another product was used. Patient is on continuous treatment. No further information is received at this time.